Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that would not detect rhythm through pads. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. The device sensing problem is determined to be the ECG a/d converter, ic u25. The device was archived by stryker and the customer received a replacement.